Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the pump¿s touchscreen became scratched and unreliable, resulting in markedly diminished touch responsiveness and an extended supply change that required about an hour, and a replacement device was issued. Symptoms included hypoglycemia with a nadir of 63 mg/dl and no associated loss of consciousness or other acute symptoms. Outcomes included patient self-treatment with oral carbohydrates during a meal, no need for external assistance, and no medical intervention. Investigation included verification of shipping and return logistics, instruction on shutting down the device to prevent further alerts, guidance to sync data to the mobile app before return, and counseling that data would not transfer to the replacement and that startup must be repeated. Investigation of this device revealed a damaged display assembly with functional screen visibility but impaired touch input, consistent with a hardware screen failure necessitating device replacement. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the touchscreen leading to loss of intended device function.